Manufacturer narrative:
No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient reached out, letting us know that they had tried the device for the first time and it allegedly pulled out their crown. The device was delivered to the patient on (B)(6) 2025 and was first used and stopped between (B)(6) 2025 and (B)(6) 2025. The patient has been advised to go to their doctor.

Manufacturer narrative:
Corrected data: a1, d1, d4, e2, e3. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).